Manufacturer narrative:
Philips service reinstalled the original pc and software, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that flexvision pc failed intermittently; replaced but reverted to original pc on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.